Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. The patient¿s nurse described the area as a 2nd degree decubitus with necrosis and redness under the vibration box. There was no alleged device malfunction contributing to the wound. It's unclear if the nurse who spoke with support services applied any creams or ointments to the wound. Reporting out of an abundance of caution. Follow up indicated that the wound improved.

Manufacturer narrative:
Not applicable.